Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Device code 1069 captures the reportable event of thumb ring break. Visual inspection of the returned trapezoid basket found the thumb ring was detached from the handle and was not returned. The handle shows coincident marks that indicate proper assembly during manufacturing process. The handle is damaged where the thumb ring was located likely due to excessive force applied to the device. It is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Probably during use of the device, the thumb ring could have received tensile and/or compressive force(s) applied parallel to the length of the device. Detachment of the thumb ring from the handle assembly can occur when force is applied perpendicular to the thumb ring/handle assembly, forcing the thumb ring out of the handle assembly. Additionally damages observed in the section of the handle where the thumb ring was located indicates that the device was submitted to tension forces during the use of the device. Therefore, the investigation conclusion code of this event is "adverse event related to procedure" since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that a trapezoid lithotripter basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the thumb ring broke and detached. There was no stone inside the basket when it broke. The sheath was pulled to remove the device from the patient and the procedure was completed with another trapezoid basket. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid lithotripter basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the thumb ring broke and detached. There was no stone inside the basket when it broke. The sheath was pulled to remove the device from the patient and the procedure was completed with another trapezoid basket. There were no patient complications reported as a result of this event.